Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: cover edge 32,70cm 4x8 surgical lead; model #: sc-4316, lot #: 19438770/18596757 description: next generation anchor kit-sterile; model #: fb-201-01 lot #: 18911245 description: fixate double pack model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had infection. The patient underwent an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that the infection was not site specific and it was discovered in the patient's blood work. The physician believed that the infection was not device and procedure related. The cause of infection was unknown. It was noted that the patient was placed on antibiotics. The explanted devices were not returned to bsn as they kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection. The patient underwent an explant procedure. No device malfunction suspected.